Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 reported event was confirmed by review of x-rays by a third party hcp noting periprosthetic fracture of the left femur with minimal displacement. A small fracture lucency extends from the tip of the femoral stem. DHR was unable to be reviewed as the lot number of the device is unknown. A root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Insufficient information.

Event description:
It was reported that patient is being considered for a hip revision after an unknown amount of time post implantation due to periprosthetic femur fracture. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.